Event description:
It was reported that on (B)(6) 2015, the surgeon wanted to implant an avenir muller stem 1 standard, but the stem subsided 4-5mm when implanted. The surgeon believes that there is a mismatch between the size 1 broach and implant.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).